Event description:
A malfunction was reported on the pump, as noted by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump before the call was disconnected. No additional information was received regarding the outcome of the event.